Manufacturer narrative:
H11: the device was received for evaluation. During evaluation, the reported problem of "thermistor disparity error" was not reproduced. A check of thermistor calibration revealed the upstream and downstream thermistor are within specification. A review of the event history log (ehl) revealed occurrences of system error 345 messages. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified however evaluation did not observe any symptom or potential cause of the issue. The ultrasonic sensor will be replaced as a precautionary measure per the service procedure. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump alarmed system error 345 (thermistor disparity). This occurred during testing in the biomed service department. There was no patient involvement. No additional information is available.